Manufacturer narrative:
The reported event of guidewire would not go through the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. The test guidewire was inserted all the way through the lead and removed without any restrictions. The s-curve hump height was measured within specification. Visual examination found no anomalies.

Event description:
During implant, the guidewire was unable to be inserted through the lead. The physician elected to use a different lead to resolve the issue. The patient was in stable condition.